Manufacturer narrative:
Patient health status not reported. Initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2022 with an unknown strip lot. The initial test result was negative. No secondary or confirmatory testing was reported. No further information related to product and instrument handling or gloving, and cleaning routines were provided, therefore we were unable to determine if customer practices are consistent with product insert guidance. Due diligence was performed to obtain additional information; however, the customer did not provide further details of this event. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Review of product risk assessment confirmed the applicable risk categories remain appropriate for the reported event. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: qc testing is performed on all strip lot product at the time of manufacturing and only lots that meet these specifications are released for distribution. Reports of discordant results will continue to be trended and reviewed, with action taken as appropriate. In response to any adverse trends or events. The receipt of any new information pertaining to this event will be submitted in a follow-up medical device report.

Event description:
This is report 2 of 2 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid result covid test system on an individual patient.